Manufacturer narrative:
Product analysis: it was determined on analysis that the encoder assembly of the external pulse generator (epg) tested out of specification due to contamination. Analysis also confirmed the customer's comments that the output connector assembly was broken. The upper case was broken. One knob was contaminated. The lower case was broken. The display wires were pinched, but the wire insulation was not compromised. Four encoder assembly nuts were contaminated as well as two output connector nuts. One hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.